Event description:
The patient had the pump implanted about 4 weeks prior to this report. The patient was told by her doctor, that she would be released from restrictions and could go back to her normal daily living. Before christmas, the patient had gotten sick and had started throwing up. Since then, she hadn¿t been able to keep anything down. The patient went into a hot tub before christmas and since then she had been feeling ill. Per the patient, she didn¿t have the flu or an illness because she had been sick for over a week. The patient was also having problems going to the bathroom. The patient felt that her intestinal tract was being irritated by the pump. The patient had a pump surgeon and a doctor who referred her to the surgeon, but not a pump managing physician; she was trying to get an appointment with someone. The patient had contacted her physician regarding her symptoms, but was unable to get an appointment and didn¿t get any answers; the patient left a message for her gastro doctor. The patient was angry because she didn¿t have a pump managing physician and couldn¿t get her questions answered. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).